Event description:
It was reported that during a cystectomy procedure, the hand activation had no function. It was only with the footswitch that it was possible to activate the device. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.